Event description:
It was reported that implantable neurostimulator (ins) was charging although the patient programmer showed the ins was ¿full.¿ it was noted that the patient typically charged every 2 days. It was reported that the patient saw the recharging screen and the ins battery flashing during the recharging session. It was noted that the patient woke up in the middle of the night with her stimulation at 3.0 volts and had a ¿very extreme sensation.¿ it was reported that the patient usually turned the ins to 1.0 volts at night and she did not think it was possible for her to change the stimulation in the middle of the night. It was noted that the patient was believed to have a seizure that ¿came out of nowhere¿ during physical therapy the day prior to the report. It was reported that the patient did have autonomic issues and her therapists were wondering if the seizure-type incident was related to the ins.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).